Event description:
User experiencing discrepant results for creatinine. The following examples were provided: initial 3.0 mg/dl, repeat 1.6 mg/dl; initial 4.6 mg/dl, repeat 1.2 mg/dl; initial 6.0 mg/dl, repeat 1.1 mg/dl; initial 3.5 mg/dl, repeat 1.0 mg/dl. In 2007, they also received the following discrepant results: pt 1, female, initial result 0.1 mg/dl, repeat 0.6 mg/dl; pt 2, male, initial result 6.0 mg/dl, repeat 0.9 mg/dl. Initial results were not reported on either day. The field service rep determined the water level in the rinse station was too low. The instrument was repaired.